Event description:
This is a (B)(6) male who underwent a scheduled laparoscopic ileocolectomy with anastomosis on (B)(6) 2012. During the procedure as the surgeon proceeded to fire the ethicon 75mm blue liner cutter, he encountered bleeding at the staple lines which were controlled with nurolon suture. The surgeon then proceeded to close the mesenteric defect with a 3-0 vicryl running suture and opened the antimesenteric corners of each staple line with placement of a brand new 75 mm blue linear cutter. A thorough inspection of staple lines for bleeding was done and the bleeding was controlled with 3-0 nurolon suture. Hemostasis was achieved by inverting the entire staple line with 3-0 nurolon interrupted suture. The patient's condition remained stable and was discharged on (B)(6) 2012. Bleeding at the staple lines were unexpected, as a result the surgeon had to use sutures to stop the bleeding.